Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unable to autofill. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. Additional fields: e1(event site postal code: (B)(6). It was being reported that before use the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "unable to autofill". A repair for this unit had been carried out and during the maintenance it was being found that there is a detection of suspected solenoid valve abnormality and failure to vacuum. The new parts has not been replaced until our receive customer's order , so we will have to wait for further information from our distributor. More than three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided , the complaint will be closed and in the event new information and/or device was to become available, the file will be reopened and updated. A follow up MDR will be sent. No further gfe attempts are required. There was no involvement of the patient.

Event description:
N/a.